Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the intensive care unit due to high blood glucose of 1000mg/dl, and they gave her 40.0 units of insulin and her blood glucose went down to 900mg/dl. It was stated that the customer was vomiting constantly and started to feel poorly the night before. Troubleshooting could not be performed as the mother did not have the insulin pump with her at time of call. The mother mentioned that the battery cap was not making contact with the battery, and there may be also a crack near the reservoir compartment, but she was not sure. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.